Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that almost 3 years after the dental implant was installed in intraoral region #18, and 2 years after prosthesis installation, it was verified its loss of osseointegration. Immediate load was not performed. The patient presented bone type ii.